Event description:
The customer reported that the advia workcell automation system dropped 3 sample tubes. Two of the sample tubes had duplicate sample available and patient redraw was not required. One sample tube did not have duplicate sample available, however a patient sample redraw was not required. The associated workorder contained urgent test requests for basic metabolic panel, including carbon dioxide, creatinine, glucose, chloride, potassium and sodium. There are no known reports of operator exposure to biohazardous material or patient adverse incidents or health consequences due to the dropped tubes.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia automation system and found residue on both sides of the robot gripper. The cse replaced the gripper fingers and checked all motion parameters and adjusted and retaught the robot. The automation system was monitored during operation and is performing according to specifications. The cse provided the customer with a maintenance checklist and recommended thoroughly cleaning the grippers once a day. No further evaluation of the device is required.